Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. As to reported ¿filter embedded¿ based on information provided it has not been possible to investigate or evaluate this alleged event, since vena cava filters are supposed to attach to the vena cava wall. While shortness of breath is reported, we are unable to identify a corresponding failure mode at this time. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Additional information: investigation: the following allegations have been investigated: vc perforation, tilt no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cinc: product specification spec_91890 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s as to reported ¿filter embedded¿ based on information provided it has not been possible to investigate or evaluate this alleged event, since vena cava filters are supposed to attach to the vena cava wall. While shortness of breath is reported, we are unable to identify a corresponding failure mode at this time. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As per a CT scan performed on (B)(6) 2018 it states, " there is minimal penetration of filter legs of the caval wall. There is mild anterior tilt of the filter tip estimated approximately 10 degrees. The filter tip abuts the anterior caval wall. All components of the filter appear intact. Evaluation for a filter thrombus is limited by lack of IV contrast however the ivc appears normal in caliber above and below the filter.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2017-01842. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2011 due to deep vein thrombosis, pulmonary embolism. Plaintiff alleges the device is embedded without further details. Per retrieval report a retrieval attempt was performed on (B)(6) 2012, but was unsuccessful after multiple attempts to retrieve the filter legs within the sheath.